Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy by video, when the green button was unlocked, the handle was loose and was not possible to fire. Both stapler and reload were replaced to complete the case. There was no patient injury.